Manufacturer narrative:
A subcomponent of the instrument was returned threaded into the associated acetabular shell. The threaded stud subcomponent could not be removed from the shell. The axis of the threaded stud subcomponent did not align with the shell central axis. Damage to the threads was observed as well. This damage indicates the inserter handle was cross threaded into the cup. The root cause of the reported threading assembly issue was detemrined to be cross threading of the reported inserter into the shell. Return of the remainder of the inserter instrument would be required to further investigate the dissociation of the returned subcomponent from the device. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during primary left hip surgery, the inserter would not thread into the acetabular cup.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown threaded cup inserter. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during primary left hip surgery, the inserter would not thread into the acetabular cup.